Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. Upon receipt, the lead was found cut and torn into several fragments. Three fragments were received for analysis, however, the distal part of the lead body including the lead tip and ring electrode is missing. The performance of the lead fragments was scrutinized. Signs of abrasion were observed along the lead body. At the distal part of the distal fragment the insulation was found damaged. Due to the strong elongation of this fragment and the unknown length of the missing part, the location of the damage cannot be specified. Based on the shape of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. A subclavian crush syndrome, as mentioned in the complaint description, could not be identified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
The system was explanted because the patient had fallen and broke his femur causing a subclavian crush. Should additional information be received, this file will be updated.